Event description:
Covidien received a report stating that a ventilator experienced a inoperative condition. There was no report of this event occurring during patient use.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device and verified the reported issue. The cse replaced the breath delivery unit (bdu) printed circuit board assembly (pcba), which resolved the reported issue. The cse loaded the current revision software. The ventilator passes all applicable calibrations, extended self tests (est), short self tests (sst), electrical safety tests, and performance verifications.(B)(4)